Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Based on the information reviewed, a conclusive cause for the reported ventricular fibrillation could not be determined. Hypotension appears to be related to ventricular fibrillation. The reported patient effects of hypotension and ventricular fibrillation, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling. The asd referenced is being reported under a separate medwatch number.

Event description:
This is being filed to report the use of the balloon pump. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and the leaflets grasped however the patients blood pressure dropped and the left ventricle showed unrhytmical movements. The clip was opened and inverted. An impella balloon pump was successfully placed and the cds was removed. It was noted there was an atrial septal defect (asd) with right to left shunting. An occluder was placed to treat the asd. The procedure was aborted with the mr remaining at 4. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.